Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank less than 30 seconds and returned and the display was blank currently. The customer stated that the contacts on the battery cap were neither missing nor damaged. The insert battery alarm did not display on the insulin pump screen. The insulin pump was neither bumped nor dropped or was not recently exposed to moisture. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.